Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented to clinic for a follow up, non-sustained post-paced t-wave oversensing was observed on the device. Patient received multiple shocks. Patient did not receive any therapy during the oversensing. Programming changes were made. Patient was stable.